Event description:
It was reported that the customer experienced a high blood glucose reading of 449 mg/dl. The customer stated that she did not think the insulin pump was working correctly because when she changed her blood glucose levels, the blood glucose reading on the meter was 450 mg/dl; she advised that she knew they were not that high, however. She complained of dry mouth and sickness. She stated that she used the bolus wizard to calculate the recommended amount of insulin but treated using a manual injection. She declined to complete the troubleshoot procedure, advising that she would call back to complete troubleshooting later. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.